Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's left ventricular internal end diastolic diameter (lvidd) was 4.5 cm prior to their operation for the left ventricular assist device (lvad) implantation. Once the lvad was started, the right ventricle (rv) was dilated. Venovenous extracorporeal membrane oxygenation (ECMO) was their only surgical right ventricular assist device (rvad) inserted.

Manufacturer narrative:
Additional information received was previously reported under MFR # 2916596-2024-06276. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, right heart failure, renal dysfunction, respiratory failure, bleeding, cardiac arrhythmia, and infection. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Due to the small left ventricle (lv) size, the low flow software was proactively installed. There were no low flows observed and flow measured at 2.8-3.2 consistently. Immediate post-operative course was complicated by right ventricular (rv) failure requiring a right ventricular assist device (rvad), acute kidney injury on chronic kidney disease necessitating continuous renal replacement therapy (crrt) and respiratory failure. The right heart failure did not exist pre-lvad and a device related issue did not cause or contribute to the right heart failure. It was also noted that the respiratory failure and acute kidney injury were not caused by the right heart failure. On (B)(6) 2024, the patient had a post operation fever with no definitive source identified. There was no suspicion for device related infection and the blood cultures were negative. The patient was concurrently being treated for pneumonia, c. Difficile, acute blood loss anemia (thought to be related to gastrointestinal bleeding), and new sustained ventricular arrhythmias, which were not thought to be related to the device or therapies. The patient had a history of paroxysmal atrial fibrillation pre-lvad. The arrythmia was an isolated event and was not thought to have been related to the device or therapies. They were treated empirically with zosyn for 7 days, which ended on (B)(6) 2024, and vancomycin, which ended on (B)(6) 2024. On (B)(6) 2024, there was acute blood loss anemia with no specified source but was presumed to have been gastrointestinal; the bleeding was treated by discontinuing the systemic anticoagulation, bival, and they underwent a transfusion of 2 units of packed red blood cells (prbcs) on (B)(6) 2024. Upper endoscopy was offered. Patient declined to undergo this procedure. Patient experienced no further acute blood loss, and no further testing was performed. The patient was decannulated from the rvad on (B)(6) 2024 with the understanding that they could further decline and would not want to go back on rv support. From (B)(6) 2024 the patient's oxygen requirements increased while on optiflow. The patient verbalized to their healthcare provider power of attorney and other family members that they did not want to be re-intubated and wanted to be made comfort care. The pump was disconnected and dobutamine stopped. The patient passed away moments thereafter due to circulatory chronic heart failure. An autopsy was not performed, and the pump was not explanted. The patient's death was not considered to be device related, and the device was stated to have operated as expected.

Manufacturer narrative:
Section b5 - updated with additional information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The low flow alarms continued despite blood pressure control and proper hydration. The site later reported that the event was not related to the left ventricular assist device (lvad).